Event description:
Device report from depuy synthes reports an event in china as follows: it was reported that during the surgery on (B)(6)2023, when the package was opened it was noted that the cage and plate were particularly loose and cannot be installed securely. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay. No additional information could be provided. This report is for one (1) zero-p va implant 8mm height convex-sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history record (DHR) review conducted: product code: 04.647.138s. Lot number: 909p227. Manufacturing site: mezzovico. Release to warehouse date:12 jul 2022. Expiration date: 01 july 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device images. Visual analysis of the photo revealed that there were no damage or defect with the zero-p va cage convex h8 peek. Functionality issues cannot be assessed though a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for zero-p va cage convex h8 peek. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.